Manufacturer narrative:
There was no involvement. Sorin group (B)(4) mfrs the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group \ received a report that setup the touch screen of the s5 double head pump was unresponsive. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during setup the touch screen of the s5 double head pump was unresponsive. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that during setup the touch screen of the s5 double head pump was unresponsive. There was no patient involvement. No product was returned for evaluation. Based on photographs of the involved device, sorin group (B)(4) has concluded that the issue was caused by liquid having penetrated into the touch screen. A CAPA was initiated and a change order has been implemented with corrective actions to address this issue.